Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 350 mg/dl. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patients doctor advised them to apply a new pod.